Manufacturer narrative:
The customer reported that they checked the blender with an fio2 analyzer and found that the blender does not deliver any oxygen over 21%. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
.The customer reported patient was in severe respiratory distress with desaturation into the 60s on the high flow microblender. The customer reported that the patient was transferred to a ventilator and improved significantly.